Manufacturer narrative:
It has not been possible to complete a manufacturing review as no product code or lot number were provided. Furthermore, it has not been possible to investigate the use in regard to following the IFU as no information was provided regarding pad placement/orientation, skin preparation or procedural parameters.

Event description:
It was indicated that the patient had a grounding pad burn. Further medical intervention was required for the burn.